Manufacturer narrative:
H10 multiple attempts have been made to try to obtain further information about this case, but no response was received. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 indicating that the device was not secure on the universal stand. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The device was taken out of service. The remote service engineer (rse) provided the part numbers of the central processing unit (cpu) tray cover, bottom foot kit, and universal stand thumbwheel for repair.